Manufacturer narrative:
The cec has adjudicated that the previously reported restenosis of the left sfa and popliteal was related to the study device.

Manufacturer narrative:
(B)(4). Patient date of birth: year only valid.

Event description:
On the day of the index procedure, one pacific plus pta balloon catheter and one ev3 powercross balloon were used to treat the left sfa and popliteal. Approximately 6 months later the patient suffered 100% restenosis of the sfa and popliteal. The investigator has assessed the event as not related to the study device, procedure or drug. The next day, the patient was treated with an evercross pta balloon as treatment. Outcome is resolved.